Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The father stated that the device was not exposed to an MRI. Assisted the caller to run the displacement test and the test failed. The father also mentioned that the customer received no delivery alarm when she attempted to bolus. The customer did prime and insulin squirted out. The customer was able to reconnect and then she had to do a correction, but the insulin pump alarmed motor error. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.